Event description:
It was reported that the patient presented in the operating room for a device change due to normal eri. The patient was asymptomatic. The physician noticed externalized conductors on the rva lead. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.